Event description:
According to the reporter, during a thoracoscopic left lower lung segmentectomy, while attempting to resect the pulmonary artery (a8) by connecting the reload to the handle, the user squeezed the handle and clamped the tissue, and proceeded without any problem until the green button was pressed, but the firing could not be performed. The doctor changed to another reload, but the firing could not be done even after the green button was pressed in the same manner as above. The handle was replaced, and the same cartridges were attached, but firing could not be done. Looking closely at the above two reloads, the firing was found to have advanced until halfway 5-10 mm. It was noted that firing became possible after replacing it with another reload and handle. The surgery was extended by 10 minutes. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaushort, egiaushort endogia ultra univ sht stap (lot# p3k1011) sigsds30ctvt, sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot# unknown) sigsds30ctvt, sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.